Event description:
A patient was tested for bhcg with a result of 800 miu per ml. This same patient was tested again at this lab 1 week later and the bhcg was reported as negative from a primary tube with a result of less than 5m iu per ml on the e2010. The doctor suspected a miscarriage and sent the patient to the hospital to have a dnc or #curette# performed. The hospital tested the patient for bhcg and got a result of greater than 20,000 miu per l indicating that the patient was in fact pregnant and had not miscarried. The lab that reported the result of less than 5 then retested an aliquot of the primary tube which gave a positive result of close to 8,000 miu per ml. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The instrument was checked and no problem was found. The data provided for investigation did not provide necessary information for further investigation. A specific root cause could not be identified. Signs for a miscarriage include, but are not limited to, vaginal signs for a miscarriage include, but are not limited to, vaginal bleeding, missing fetal heart beats as measured by ultrasound, decrease or inapproriate increase in hcg. Thus, it is unlikely that or inapproriate increase in hcg. It is unlikely that diagnosis/treatment of abortion will be made solely based on hcg concentration. In this case, the false low results were most likely doubted by the hospital staff as not matching further examination results, and rerun provided the expected result (8000 miu/ml).

Event description:
A pt was tested for bhcg with a result of 800 miu per ml. This same pt was tested again at this lab 1 week later and the bhcg was reported as negative from a primary tube with a result of less than 5miu per ml on the e2010. The doctor suspected a miscarriage and sent the pt to the hospital to have an dnc or "curette" performed. The hospital tested the pt for bhcg and got a result of greater than 20,000 miu per l indicating that the pt was in fact pregnant and had not miscarried. The lab that reported the result of less than 5 then retested an aliquot of the primary tube which gave a positive result of close to 8,000 miu per ml. If additional info is received, appropriate notification will be provided.